Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc., therefore, a physical investigation of the device could not be performed. Based on the reported event, the perforation was noted after the patient experienced chest pain while in the recovery room. It was found that there was a small vessel perforation, so the physician performed pericardiocentesis/pericardial tap to remove the fluid that had built up in the pericardial sac. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
It was reported that a shockwave c2 coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the left anterior descending (lad) artery. Following the ivl treatment, a drug-eluting stent (des) was implanted, and it was post dilated with a non-compliant (nc) balloon. However, it was reported that an intra-procedural under-expanded stent was observed. The des did not fully expand so another ivl balloon was used to deliver more pulses in the newly placed stent. Following the ivl treatment, the patient was transferred to the recovery room. While there, the patient experienced chest pain. The patient was taken back to the cath lab, and it was found that there was a small perforation in the vessel. The physician performed pericardiocentesis/pericardial tap to remove the pericardial fluid. The perforation was reported to be very small, so it was not noted after the procedure. It is unknown at this time whether the patient was discharged to home or not.